Manufacturer narrative:
The subject device has not been returned to olympus for evaluation. The facility indicated the water was tested and it tested ¿okay¿. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A biomed reported to olympus technical assistance center (tac), advising that the filters of the endoscope reprocessor are not being properly changed at the facility. It was noted, after reprocessing scopes, fecal smell was coming from the scopes. The biomed believed that only two filters were being changed periodically instead of three filters on the subject device. There was no harm or user injury reported due to the event. Patient identifiers ((b)(6 and (B)(6) capture complaints on the two fecal smelling scopes. Additional information has ben requested on a potential use of the scopes on patient. If additional information becomes available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the filter replacement issue could not be determined. The instruction manual identifies the following verbiage, which may have prevented the phenomenon: ¿to prevent contamination of the rinse water, the water filter should be replaced every month when the prefilter is not used or every six months when the prefilter is used. The water filter should also be replaced whenever an error code indicating water supply insufficiency [e001] is displayed. To create the record of the replacement of the water filter, select ¿replace water filter¿ in the replacement of consumable items menu.¿ olympus will continue to monitor field performance for this device.